Manufacturer narrative:
Additional information: d9, h3, h6, h7, h9, h11 h11: the device was received for evaluation. Visual inspection of the actual sample showed that the set deaeration chamber was cracked, which allowed the reported leakage. White marks were visible on both sides of the chamber. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the component damage was not determined. A nonconformance record was opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reporter address: (B)(6) should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external leak fluid was observed from the cracked "vein chamber" of a prismaflex m150 set during priming. There was no patient involvement. No additional information is available.